Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of questionable inr results for multiple patients from coaguchek xs plus meter serial number (B)(4) compared to the laboratory results with two test strip lots. Of the data provided, there were discrepant inr results for 2 patients using two test strip lots. This medwatch will cover test strip lot 297794. Refer to medwatch with patient identifier (B)(6) for test strip lot 314047. The specific test strip lot that was used for each patient was asked for but not provided. For patient 1 the result from the meter was 6.4 inr and the result from the laboratory using venous blood was 4.2 inr. For patent 2 the result from the meter was 5.2 inr and the result from the laboratory using venous blood was 3.9 inr. There was no allegation of an adverse event. The therapeutic range for patient 1 was 3.0 - 4.0 inr. The therapeutic range for patient 2 was 2 - 3 inr. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Retention test strips (lot 297794) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material as tested complies with specification.